Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system would not connect to navigation system. Testing multiple cables and checking the ip configuration on the mobile view station (mvs) did not resolve the issue. The procedure was completed without the use of imaging. There was a delay of 1 hour or more. No impact on patient outcome.